Event description:
The customer reported that a thermal error message displayed on the system.

Manufacturer narrative:
The ge service rep found possible software and thermal switch failures. He stopped the inspection at that time due to the schedule of procedures or required use of the system. The rescheduled the inspection for later in the day to complete diagnosis. The system operated as intended for the entire days procedures. The customer stopped service and if intermittent symptom occurs again they will request service at that time.